Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release. A definitive cause for this adverse event is undeterminable.

Event description:
The physician reported that during insertion of the introducer lens, the haptic punctured the posterior capsule. This necessitated removing the lens and performing a vitrectomy. The lens was placed in the sulcus. The pupil became round. The pt did quite well.